Event description:
During the implant procedure, mapping was performed and the location was not optimal. There was an attempt to move the leadless pacemaker. A thrombus was found on the helix of the leadless pacemaker. The device was explanted and it was found that the helix had a slight deformation. The patient was stable.

Manufacturer narrative:
Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed found no anomaly contributing to reported event of impedance, sensing, or pacing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.